Event description:
It was reported that a pump declared an altitude alarm. The customer's blood glucose level remained between 54-500 mg/dl (3.0-27.7 mmol/l), indicating no adverse impact. The customer's insulin had been suspended due to the alarm but was able to resume insulin after following instructions to clean speaker holes and reconnect the cartridge. The pump resumed normal operation, and tips for preventing altitude alarms were provided by customer technical support, which the caller acknowledged. There was no recurrence of the alarm after these actions.